Event description:
It was reported that the customer was hospitalized due to congestive heart failure after passing out. It was stated that the customer's blood glucose levels were high at the time of the event as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.